Manufacturer narrative:
Evaluation in progress but not yet concluded.

Event description:
During preventative maintenance of the device, the user observed the cables from the centrifugal motor to the connectors at the rear of the centrifugal control unit were damaged. The user felt the shrink tubing used at the connector did not seem adequate, and the cable should be routed downward. Since the event occurred during preventative maintenance, there was no pt involvement during this event.